Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 127 ohms. Technical services (ts) reviewed and stated that the most recent 28-day average lvsi was approximately 110 ohms. The long-term trend showed a lot of variability likely physiological causes however there had been a gradual upward trend since around (B)(6) 2024. Ts recommended to continue monitoring and assessment of the lvsi trend on each follow up. This lead remains in service. No adverse patient effects were reported.